Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.1x4.8cm abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter was 24mm and 28mm right above the aneurysm entry. The proximal neck length was 15mm. The physician noted mild right femoral disease. The diameter of the right access vessel was 7.7mm. The diameter of the left access vessel was 8mm. During the index procedure the physician planned to use a 32 bifur and 16x13x124 limbs bilaterally. The proximal neck was 10-15mm in length and the plan was to land the stent graft at the inferior right renal artery. The main body side was left side and the physician experienced "drag" on the delivery system when advancing the main body due to the access anatomy being ¿tight" per the physician¿s statement. During the deployment of the main body the physician had a lot of downward force on the delivery system as the proximal end of the graft was being deployed. The physician deployed approximately 4 stents and then released the suprarenal segment to lock it in place prior to deploying the gate and ipsi limb. When the suprarenal stents were released, it appeared as though the graft migrated forward as a result of the physics involved in the tight access anatomy. The rest of the deployment, gate cannulation and removal of the delivery system went as planned. Both ipsi and contra limbs were delivered, deployed and removed without issue. Reliant balloon was used to balloon the proximal main body and all seal zones. The physician then used two 10/40/80 angioplasty balloons in kissing fashion in distal aorta and common iliac arteries bilaterally. Final angiogram revealed proximal edge graft coverage of the right renal artery. The renal was filling; however, the patient was anti- coagulated and the physician determined it was necessary to try to wire and stent the right renal artery. Brachial artery exposure was made and several wires and catheters were used in effort to cannulate and place a stent in the right renal artery. The physician was able to place a wire in the renal but unable to deliver a sheath or stent into the renal artery after multiple attempts and several hours of attempting to the procedure was completed. The following day the physician stated that the patient is doing well without injury. The patient is generating "normal" amount of urine and there is blood flow to the right renal artery by ultrasound. The physician also stated that the left renal artery is 10+cm and very healthy. The physician anticipates that the patient will do well moving forward. No additional clinical sequelae were reported and the patient is doing well. Review of pre-implant films confirmed that the patient had a 51mm max diameter aaa. The proximal neck diameter measured 25mm just below the lowest right renal, and contained thrombus. Near the bottom of the neck, 1cm lower, the neck diameter was 26mm. There was little calcification seen within the neck. The aaa contained thrombus (2cm flow lumen diameter) and was lined with calcification. The distal aortic diameter was 2cm and was also lined with calcification. The iliac arteries were non-tortuous, but severely calcified. The right and left common iliac artery diameter¿s ranged from 8 -11mm. Both femoral arteries were also calcified. Images during and post-implant were not available for return; the cause of the events could not be determined.